Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no battery or lead impedance measurements were available on the implantable pulse generator (ipg). The ipg displayed eri. A possible eri lock up was suspected. The patient was symptomatic with vvi 65 pacing. The ipg remains in use. No further patient complications have been reported as a result of this event.